Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump after changing out their battery. Customer's blood glucose was 227 mg/dl. The customer's alarm history also showed a signal too low alarm and a low reservoir alarm occurred. Customer could not recall if the alarm occurred during the rewind/prime sequence. Troubleshooting found the insulin pump passed a self test. Customer was advised to monitor their insulin pump. The customer will be sent a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.